Event description:
We received an allegation about discrepant results for 4 patients' samples tested with hdl-cholesterol gen.4 (hdlc4) assay on a cobas 8000 c702 module. Discrepant results for 2 patients' samples were provided. Sample 1: initial result: 22.1 mg/dl. 1st repeat result: 61.30 mg/dl (tested on another cobas 8000). 2nd repeat result: 60.3 mg/dl. Sample 2: initial result: 28.9 mg/dl. Repeat result: 62 mg/dl (tested on another cobas 8000). The initial results were inconsistent with the patients' previous values, and the samples were then repeated. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct as they were consistent with the patients' previous values and reported outside the laboratory.

Manufacturer narrative:
The c702 module serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The hdlc4 reagent lot number was 84911601 with an expiration date of 30-nov-2026. No issues were identified during a review of the alarm trace data or the reaction curve data. The reagent and cuvettes were replaced, and a new calibration with new calibrators was completed. The customer has had no further issues. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The alarm trace showed multiple "incubator bath water exchange" alarms from (B)(6) 2025 to (B)(6) 2025. The field service engineer performed troubleshooting actions, including changing the reagent, the cuvettes, and the blank. He also performed calibration with new calibrators. The investigation determined that the service actions resolved the issue. The customer did not report any other issues after the service. The investigation did not identify a product problem. The cause of the event could not be determined.